Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The user's blood glucose level was 85 mg/dl. Although confirmation was requested as to whether or not the alarm cleared, it was unable to be confirmed.